Event description:
Inbound. One of cadd cassette 100ml w/flowstop alarmed either steady beeping or no disposable on both pump after troubleshooting, switched new cassette to resolve alarm. No further details provided.